Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range impedance measurements greater than 125 ohms. Programming vector changes were made to restore impedance measurement to normal limits. Additional information noted an x-ray had been performed and found, "uncoiling" on the proximal coil portion of the lead, but noted had never affected impedance measurements. The lead remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.